Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed the occurrence of no image which was likely attributed to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During the device analysis, the field service engineer identified that the device exhibited an image black out, and subsequently, no image. There was no patient involvement.